Manufacturer narrative:
(B)(4). The cause of the alarm was reported to be loose connection however the cause of the loose connection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell two of four in peritoneal dialysis. The patient was connected at the time of the alarm. Troubleshooting with the technical service representative determined that the supply bag connection was loose. The technical service representative explained the alarm to the patient. The technical service representative had the patient cycle the power to clear the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.